Manufacturer narrative:
Concomitant medical devices: non-cfn extension set and a 2000ml exactamix bag, ref (B)(4), lot 1109817, exp 2018-12. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a nurse responded to an unspecified alarm and noted a bulge in the pump segment during a low rate flush infusion of normal saline 250ml. The tubing was changed and the therapy reinitiated; there was no patient harm.

Manufacturer narrative:
The customer¿s report of a bulge/balloon in the silicone segment below the upper fitment was confirmed. Visual inspection observed that the silicone segment tubing had a slight bulge, discoloration, and was weakened near its upper portion just below the upper fitment. Functional testing was unable to replicate the ballooning. The root cause of the ballooning silicone segment could not be determined.